Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. The product development investigation was performed. Device is damaged as described in the complaint. The clean crack of the handle is visible. Device shows signs of misuse on the instrument handle and top and the shows the proximal handle fragment broke off in two pieces and some minor fragments chipped off and are missing. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. The relevant surgical technique guide advises to avoid hitting the t-piece of the inserter directly, as this may result in damage to the inserter device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part #359.219 / lot #9622426, manufacturing location: (B)(4), manufacturing date: 23.oct.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the inserter for ten broke at the part of the plastic clutch arm and arm stopped clamping pin. (B)(6) 2017. No patient involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).